Event description:
Philips received a complaint on the patient information center ix indicating that the monitor did not generate an alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) checked the log files with a help of clinical application specialist and concluded that alarm conditions were not met and thus, alarm was not triggered. Informed the customer about the findings. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.